Event description:
Patient using the device while plugged into the 12 volt outlet adapter of the vehicle. After about 5-10 minutes of operating, smoke was seen coming from the vehicle's dash board. There were no injuries reported. Incident is currently under investigation.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be issued.